Event description:
It was reported to covidien on 06/22/2009, that a pt experienced pain while our saline syringe was in use. The customer reports immediately while pushing saline through the pt's port, he was screaming in pain. Customer stated he was complaining of serious back pain, ems was contacted and once they arrived, the pt began to calm down. The pt was brought to the ER for tests and they found nothing wrong with the pt.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.